Event description:
The lead was returned for reliability analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) lead threshold measurements had increased to 5.5v at 1.0ms. A revision procedure was performed. During the extraction of the rv lead, the physician pulled on the lead and the lead pulled aprt, with the tip and tines remaining in the patient's anatomy. Initially, the physician elected to lead the remaining portion in the body, however, when the new lead was attempted to be implanted, it pushed the chronic portion of the lead tip further into the right atrium. The physician then elected to snare the portion of the lead and it was successfully removed. The increased threshold measurements were thought to be a result of a patient tissue issue, as the new lead was required to be repositioned due to increased thresholds during the procedure. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection confirmed the lead to be severed 125 mm from the pin, with two segments returned. The total length of the returned portions measured 65 mm from the terminal pin with the tip missing. The conductor coils were observed to be stretched 300 mm to 665 mm from the terminal pin, with a cut in the insulation at 90 mm from the terminal pin, due to the removal of the suture sleeve. With manipulation, the lead was found to be electrically continuous.